Event description:
If battery is not charged correctly battery becomes depleted and cannot be depended on. MFR has changed all of batteries in facility with conditioned batteries with good complete charges at this time.